Event description:
Rptr with extensive history teaching sex education. How to use condoms is concerned about the failure rate of polyurethane condoms. Rptr purchased box of 6 avanti polyurethane condoms and had failure (breakage) of 2 out of 6, resulting in partner using morning after contraception twice. Rptr states they have not had this problem with latex or animal skin condoms.